Event description:
The PICC line has been inserted on (B)(6) at hospital in the radiology dept. The patient reportedly felt pain. After scan, allegedly a superficial venous thrombosis has been seen in the left basilic. The PICC line has been removed and sent for culture testing.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review(lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.